Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form as per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one eea 28mm-4.8 single use stapler. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence a device issue was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic low anterior resection procedure the device pre-fired and the anvil could not be tilted after firing. To complete the procedure, a new device was used. There was no harm caused to the patient.